Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC line on patient noted to be leaking at white hub on catheter proximal to insertion. A new PICC line had to be placed.

Manufacturer narrative:
We received the catheter without a sliding clamp. It showed signs of use and visible organic residues. The catheter was shortened at the 15cm marking. The initial attempt to flush the catheter with water was unsuccessful. However, after immersing and gently massaging the catheter in warm water, partial flushing was possible, and a leakage was detected directly at the wing. Microscopic examination of the fracture surface revealed a rough, uneven texture-typical signs of a fracture caused by excessive tensile forces. In general, there are various events that can lead to a leaking catheter: 1. Tensile force: which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. For babies - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it.". In the IFU it is also stated: anchor the catheter, using the fixation wings. If a vein in the arm is used, a small loop should be left in the catheter to prevent kinking of the catheter if the patient flexes or bends the arm. Do not overstretch the catheter as it may rupture, and rebound into the insertion site, causing a catheter embolism. In addition, a manufacturing fault can be excluded as each catheter is flow and leaked during production, and the catheter did not leak for 29 days as stated by the customer. Having checked the batch history records, no deviations were found. The batches complied with their specification and were released. In addition, tensile force and the dimensions of the catheter and set components are checked on a random sampling basis. Incoming goods inspections are performed, and two 100% visual inspections are conducted after packaging. A two-year review of vygon USA's complaint data identified six additional complaints related to leakage for lot 23k004d, reported between (B)(6) 2023, and (B)(6) 2025. However, none of these complaints were found to be related to a manufacturing fault. Four complaints could not be confirmed due to missing samples. One was attributed to conditions of use, caused by external forces such as bending or mechanical impact. The remaining complaint could not be confirmed, as no leakage was observed in the returned sample. Corrective action: as each catheter is flow and leak tested during production, and the catheter worked well for 29 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
PICC line on patient noted to be leaking at white hub on catheter proximal to insertion. A new PICC line had to be placed.